Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the shocking and stimulation coming from the battery was not resolved with decreasing stimulation but was resolved after a replacement surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the device was not removed but they just got it relocated.

Manufacturer narrative:
(Date of event) is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was feeling an uncomfortable stimulation and it was a shocking stimulation. Patient stated she has muscle spasms in the back and hip and when she has these muscle spasms, she feels a little shock beginning in the battery and goes down into the leg. She stated this has been going on about a week now and has not had any falls or traumas. Troubleshooting was performed to decrease stimulation but patient doesn't know if it eliminated the uncomfortable stimulation because she is on muscle relaxers for the muscle spasms. Patient decreased amplitude from 1.2 to 0.9 and was redirected to see her healthcare provider. No further complications were reported.